Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown dynesis spine product on 2005. Currently the patient is experiencing pain.

Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that since the implantation of a dynesys implant in 2005 at l1-l4 the patient has managed pain using pain patches. The patient had a knee prosthesis implanted in (B)(6) 2014 and had also pain and fever after the surgery. No other documents were provided for investigation. Devices analysis: devices analysis could not be performed as the product was not returned for investigation. Possible route causes: dynesys was implanted in 2005 at l1-l4. It was reported that since the surgery was performed the patient has managed pain using pain patches. Revision surgery has not been performed. Therefore the condition of the components was unknown. The device part and lot numbers were unknown therefore the device history records could not be reviewed. Surgical notes and x-rays were not provided for investigation. Therefore, it was unknown whether the devices were implanted with the correct fit and orientation as per the surgical technique. Compatibility of the devices and complaint history searches could not be reviewed as the devices were unknown. Pain could not be related to a single specific failure mode within the risk management file. Based on the given information, a final assessment was therefore not possible. However, all potential failure modes and causes are covered in the corresponding dynesys risk management worksheet. Should any additional information that changes the assessment becomes available to us, we will re-evaluate the case. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).